Manufacturer narrative:
The investigation for the product sleeve damage has been completed. No product was returned for analysis. Based on the clinical details provided, the root cause of the product damage (sterile sleeve damage) is due to use. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella 5.5 pump to support a 73-year-old male patient admitted in with cardiomyopathy and other systemic comorbidities. The pump was placed and after two plus weeks, the pump had a malfunction. The sterile sleeve became damaged and torn. The pump remained on for support despite this and was unable to be repositioned. The pump was explanted five days later and the patient survived the explant.